Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event; lcd (liquid crystal display) was bleeding. Analysis also found the upper case and two side bail covers were broken. (B)(4).

Event description:
It was reported the display was damaged. The device was returned for repair and calibration. No patient complications have been reported as a result of this event.